Manufacturer narrative:
This product has not been received for evaluation at the time of this report. The problem cannot be confirmed. If the suspect device is returned a supplemental report will be issued with the results of the evaluation.

Event description:
Verathon sales rep (B)(6) reported that the customer's single use glidescope titanium su, lopro s3 blades were all flickering to the point that they were unusable. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.